Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2011 (B)(6); 5076 implantable pacing lead 2011 (B)(6); 6947 implantable tachy lead 2 011 (B)(6). (B)(4).

Event description:
It was reported that the device had an unexpected longevity of less than two years. At the time of the device replacement it was found that the left ventricular (lv) lead had pulled back into the atrium and had high thresholds. The device was explanted and replaced. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.